Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported no rupture in the left breast prosthesis and there was no free fluid in the prosthesis pouch. Left side capsular contracture, baker grade unknown was reported. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure particles and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported shape disfiguration, 'breast deformity' diagnosed by ultrasound. ¿left breast was contracted- baker grade unknown¿. The device has been explanted and replaced with a non-abbvie device. This record relates to the left side.

Event description:
Healthcare professional reported shape disfiguration, 'breast deformity' and rupture on left side confirmed by ultrasound. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.